Manufacturer narrative:
Event date: exact date unknown, event occurred three weeks before the visit date in (B)(6) 2022.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.